Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a life of optical module error code e117. The event occurred during unspecified diagnostic procedure while the patient was under sedation. The procedure was completed with the same device. There were no reports of patient harm.